Event description:
The customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer required assistance from their health care provider in delivering a correction bolus via pump or manual insulin injections to address elevated bg. To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin therapy.